Event description:
It was reported to covidien in 2008 that a customer had an issue with a dialysis catheter. The customer reports that the palindrome ultem -adapter has broken where the screw-part is. No loosen parts are found. There is a small crack on the blue ultem -adapter. The catheter was changed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.